Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck is 29-30 mm in diameter and 50 mm in length. The proximal aortic neck angulation is mildly tortuous. The left and right external iliac arteries are 10 mm in diameter. It was reported that a follow up angiogram showed the bifurcated stent graft had migrated 1.2 cm below the lowest renal artery with a proximal type I endoleak. The aortic neck had dilated to 29-30 mm in diameter. The physician used aptus staples to secure the stent graft along the right lateral wall with three screws. The physician then placed an endurant cuff at the level of the right renal artery extending down into the talent bifurcated stent graft approximately 3 cm resolving the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, migration); patient's condition affected effectiveness of device (disease progression; neck dilatation). Conclusion: known inherent risk of a procedure (endoleak, migration); device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation).